Event description:
Complainant alleged that during the clinician's pacing of a pt (age and gender unknown), the device displayed a "pacer disabled" error message on the display screen. The complainant indicated that there was no adverse effect on the pt. As a result of the reported malfunction.